Event description:
Medtronic rec'd info that this bioprosthetic aortic valve exhibited aortic stenosis. The prod was explanted without reported complication.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the prod met specs when released for distribution. Analysis: the valve was rec'd in a specimen jar covered with a cloudy unk solution. The leaflets were closed with a gap between the left and right cusps. The lunula of the left cusp is on the same plane as the coaptive ridge of the non-coronary cusp adjacent to the point of coaptation. The leaflets are intact on the inflow. All cusps are very stiff due to thick layers of off-white thrombotic appearing host material and pannus overgrowth that fills and stiffens the outflow. A remnant of glistening, off white pannus remains attached to the margin of attachment on the inflow of the right cusp, extending to the right non-coronary inferior coaptive area. Pannus lines the outflow rails of the margins of attachment of all cusps. Conclusion: the gross analysis shows that the stenosis was due to thrombotic appearing host material and pannus that fills the outflow of all cusps. Reduced performance/lack of effectiveness likely related to pt condition. Device replaced without reported pt complication.